Event description:
It was reported that (1) device was used during a transurethral resection of prostate. It was reported by the rep that the mcm30 instrument locked up and was unable to use the device. Another mcm30 instrument was used to complete the case. There was no consequence to the pt.